Event description:
During device evaluation, error code b30 (scope communication error) occurred, and no image was displayed on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause has been classified as component failure due to stress. This is consistent with an expected or random component failure caused by either excessive or inadequate physical force exerted on the device, resulting in wear, bending, deformation, fracture, or fatigue. No design or manufacturing deficiencies were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.